Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information it appears that the patient's anatomy contributed to the reported positioning failure. The reported tissue damage is a cascading effect of the positioning failure. Additionally, the reported mitral regurgitation (mr) is a cascading effect of tissue damage. The reported tissue injury and mr, as listed in the in mitraclip g4 system IFU, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2. To further reduce mr, an nt clip was inserted. However, while in the lv, the clip because caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred, causing mr to increase a grade of 3-4. Therefore, the nt clip was removed. In an attempt to treat the chordal rupture, an xtw was inserted. Grasping was performed, but it was noted to be difficult. It was then observed mr had returned to a grade of 4. The clip was inverted and retracted into the left atrium (la). At this time, multiple tissue flails were observed. The physician decided to remove the clip and discontinue the procedure. No additional information was provided.